Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented remotely via a merlin.net transmission. Review of the transmission revealed noise reversion episodes which appeared to be noise on the left ventricular lead. During a lead revision procedure, the left ventricular lead was not revised and remained implanted. No patient symptoms were reported. No further information could be obtained.